Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that there was a revision of a psl cluster shell due to cup loosening.

Manufacturer narrative:
An event regarding cup loosening involving a trident psl ha cluster 48mm was reported. The event was not confirmed. A device history review indicated all devices accepted into final stock met specifications. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of a psl cluster shell due to cup loosening.